Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) surgery using t-pal cage system at the l4-5 level for patient back pain, the t-pal handle would not release the implant. The surgeon had to back out the handle with the implant and use another handle with the implant for inserting into the cage. There was a surgical delay of approximately 20 minutes. There was no additional medical intervention required. The surgery was successfully completed. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: per the technique guide, the returned t-pal applicator inner shaft (03.812.003) and applicator knob (03.812.004) are utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be removed from the spacer. The returned inner shaft and knob were examined and the complaint condition was unable to be confirmed. No defects or deficiencies were identified upon examination which could have potentially contributed to the described complaint condition. The returned instruments were tested with a known good t-pal handle and were found to function as intended. As the complaint condition was unable to be replicated and no objective evidence was discovered to substantiate the complaint condition, the complaint is unconfirmed. No definitive root cause was able to be determined however, based on the functionality of the returned instruments, it is likely that the observed failure was technique related. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): inner shaft and knob. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.